Manufacturer narrative:
Batch review performed on 04 march 2021: lot 1909493: (B)(4) items manufactured and released on 03-march-2020. Expiration date: 2025-02-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Additional item involved in the event, batch review performed on 04 march 2021. Gmk-sphere 02.12.0311fr tibial insert fixed sphere flex size 3/11 mm r (k140826) lot. 1908801. Lot 1908801: (B)(4) items manufactured and released on 07-nov-2019. Expiration date: 2024-10-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
Revision surgery 6 months after the primary for knee stiffness. The patient had limited physical therapy due to covid-19. The surgeon revised femur and tibial insert and implanted a gmk revision femur with stem and a semi constrained insert.